Manufacturer narrative:
This report concludes case investigation. Should additional information be received, an amended report will be submitted.

Event description:
It was reported that during a routine in office follow-up, a single high out of range pace impedance measurement was observed in the daily measurements. The abnormal values was time stamped several months prior and no further/additional abnormal readings were noted. During the in office review, no abnormal electrical values were observed and isometrics failed to produce any system noise. While the implant date of the lead was not provided, it was stated the lead had been implanted for approximately nine years and the associated device over four years. No resulting adverse patient effects were reported and the patient will be monitored for additional impedance changes.